Manufacturer narrative:
P-cap or reservoir locks properly into place. The pump passed the sleep current test, active current test and self test. Insulin pump error 53 found in the pump history (linenumber = 24582 and filenumber = 26092). Problem isolated to electronic assemblies as per global logic analysis. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to consistent intermittent pump error 53 alarm. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.